Event description:
Olympus was informed that during an endobronchial ultrasound procedure, the coil portion of the aspiration needle fell off into the patient¿s lungs. The coil was reportedly retrieved from the patient with the use of forceps, and non-olympus foreign body retrieval probe. No reported adverse impact to the patient.